Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a handle broke off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The 510k #: device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the investigation has shown that the weld connection between the handpiece/handle and the shaft is broken. The handpiece clearly shows hammer blows. This is indicative of far too much mechanical force being applied, which resulted in the breakage of the weld connection. The review of the manufacturing and material papers shows that the instrument was manufactured in july 2010 according to the specifications. No product fault could be detected.